Manufacturer narrative:
(B)(4). Review of operative confirms that the patient underwent left hip arthroscopy with iliopsoas tendon release due to iliopsoas tendinopathy. Previous injection of iliopsoas tendon provided relief for short time frame. Elected to have surgical procedure done. Left hip arthroscopy performed and release of tendon from lesser trochanter. Once done, confirmation was done that the tendon fibers had released. Incisional port site closed with suture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 4 years post implantation, a patient had presented with persistent groin pain with hip flexion. Patient received an injection within the iliopsoas tendon sheath, which resulted in excellent pain relief. The pain returned, and patient was elected for operative management. Patient underwent l hip arthroscopy with iliopsoas tendon release due to iliopsoas tendinopathy. Attempts have been made, and no further information as been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.